Manufacturer narrative:
No product was returned for evaluation. The product noted in the event is a bone cutting bur. The bur is a one piece construction of tungsten carbide. No lot number was provided, so the product in inventory was tested for neck strength per (B)(4). All burs tested at the calculated neck strength of 16.69 newtons passed. One bur was tested to failure. The bur broke at 54.00 newtons force.

Event description:
The bur broke off in the jawbone of a patient. The piece is not being removed.